Event description:
Vascular occlusion [vascular occlusion] case narrative: united states report received from a physician via company representative on (B)(6) 2023 and refers to a female (pending clarification) patient of an unknown age had received rha4 on (B)(6) 2023, for an unknown indication. A volume of 1 milliliter (ml) of rha4 syringe was applied on nasolabial folds (nlf) using an unknown injection technique. The needle was used from the box, and it was not reported if cannula was used during the administration of rha4. Previous cosmetic procedures and medical history was not provided. No concomitant medications, and food supplements were provided. On (B)(6) 2023, the patient experienced discoloration on the right side of nlf, left side was more extreme and bruising. Additionally, the patient also noticed that she had a rash on her nose. The injector noted livedo reticularis and darkness in the mid aspect of the nlf and the inside of the nose, at the alar base. The injector noticed an ulcer inside the nose and stated that there was blue up to the glabella. On (B)(6) 2023, the patient was treated with (B)(4) units of hyaluronidase. The injector stated that the event was vascular occlusion and the patient had normal capillary refill and perfusion of the tissue. On (B)(6) 2023, the patient¿s symptoms redness was recovered, and irritation was improved. At the time of this report, the outcome of the event was recovering. The intensity of the event was not provided. It was not reported if the product was available for return. Health effect ¿ clinical code: e2328, obstruction/occlusion. Health effect - device code: e24, adverse event without identified device or use problem no additional information was available at the time of this report. Follow-up information received from non-healthcare professional on (B)(6) 2023. Updated batch number, event onset date, additional information about symptoms and outcome updated. Narrative amended accordingly. Case comments: a causal relationship between the rha4 and reported vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the limited information reported. The company will continue monitoring the benefit-risk profile for the product.

Event description:
Vascular occlusion [vascular occlusion] case narrative: united states report received from a physician via company representative on (B)(6) 2023 and refers to a female (pending clarification) patient of an unknown age had received rha4 on (B)(6) 2023, for an unknown indication. A volume of 1 milliliter (ml) of rha4 syringe was applied on nasolabial folds (nlf) using an unknown injection technique. The needle was used from the box, and it was not reported if cannula was used during the administration of rha4. Previous cosmetic procedures and medical history was not provided. No concomitant medications, and food supplements were provided. On an unknown date in (B)(6) 2023, the patient experienced discoloration and bruising. On (B)(6) 2023 (described as three days after injection), the patient noticed that she had a rash on her nose. The injector noted livedo reticularis and darkness in the mid aspect of the nlf and the inside of the nose, at the alar base. The injector noticed an ulcer inside the nose and stated that there was blue up to the glabella. On (B)(6) 2023, the patient was treated with 800 units of hyaluronidase. The injector stated that the event was vascular occlusion and the patient had normal capillary refill and perfusion of the tissue. The outcome of the event was not recovered. The intensity of the event was not provided. It was not reported if the product was available for return. Health effect ¿ clinical code: e2328, obstruction/occlusion. Health effect - device code: e24, adverse event without identified device or use problem no additional information was available at the time of this report.